Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the third of three reports involving a subdural tunneling icp monitoring kit ((B)(4)) [same product lot number used by the same user facility, same physician's assistant who implanted the catheters, same adverse event experienced, different patients]. A (B)(6) female patient with a rupture basilar tip aneurysm was admitted to the hospital on (B)(6)2011. The patient had the catheter implanted on (B)(6) 2011 for obstructive hydrocephalus. During a routine monitoring of the patient's cerebral spinal fluid (csf) on (B)(6) 2011, it was discovered that the patient had ventriculitis through a positive csf culture. The type of bacteria found on the csf culture was reported as (B)(6). The patient was given antibiotics intravenously and intrathecally. The catheter was removed on (B)(6) 2011 and was changed to a different catheter (codman bactiseal). The patient remains in the hospital but the csf has improved.